Event description:
As stated by the customer (B)(6) 2012: after bath in old century was completed, resident was transported back to her room using the saf-kary bath chair. She was secured to the chair with safety belt (2). Staff member completed drying client off beside the bed. The resident was moving around. Resident is top heavy. The resident leaned to one side and bath chair became unattached from the saf-kary frame. Staff guided resident gently to the floor, still belted in chair. Additional staff called and resident was unbelted from and a visual thorough assessment showing no injuries was given. Resident was lifted to bed.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer arjo (B)(4). Additional info will be provided upon conclusion of the manufacturer's investigation.